Event description:
Excision and biopsy breast mass (both breasts). Procedure was 2 hrs 15 min long. The pt was in the supine position. More than 24 hrs after surgery a lesion was noticed on the pt's back, left shoulder area. There was no difficulty in cutting or coagulating and no request for increase in power during the procedure. The ground pad was inspected prior to placement to the pt's right thigh. There were no alarms after placement during the procedure.